Event description:
It was reported that the electrical parameters of the atrial lead were out of range and it had dislodged. The lead was explanted and replaced and not returned. The pt medical condition was good.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.